Manufacturer narrative:
The ipg passed all required tests performed and exhibits normal device characteristics. The complaint was not confirmed.

Event description:
A report was received that the patient was unable to charge the ipg following several magnetic resonance imaging procedures. The patient underwent an ipg replacement procedure. Malfunction of the ipg is suspected.

Event description:
A report was received that the patient was unable to charge the ipg following several magnetic resonance imaging procedures. The patient underwent an ipg replacement procedure. Malfunction of the ipg is suspected.